Event description:
It was reported from the (B)(6) by medical staff that a patient experienced multiple critical battery alarms, and was admitted to the hospital. The controller was exchanged and the batteries were replaced. There is currently no clinical indication that the patient was admitted for the battery alarms. No additional information was provided. This is report 1 of 3.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01122, 01123 and 01124) submitted for devices related to the same event.

Manufacturer narrative:
No testing was performed on the device. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. This is two of three reports (3007042319-2015-01122, 3007042319-2015-01123 and 3007042319-2015-01124) submitted for devices related to the same event. No additional information will be forthcoming.

Manufacturer narrative:
Log file analysis, review date: may 14, 2015: normal power consumption; 3 critical battery alarms have been logged on (B)(4), at the following times: - 2 on (B)(6), 2015 and 1 on (B)(6), 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01122, 3007042319-2015-01123 and 3007042319-2015-01124) submitted for devices related to the same event.